Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information has been received from medtronic medical affairs confirmed with the customer as follows; the patient had multiple carcinomas of the small bowel and colon. According to the reporter the capsule study was planned due to bleeding suspected of stenosis. Additionally the reporter states the patient did not experience any symptoms in relation to the patency capsule (however suspects the patient symptoms of ileus were related to the patient¿s condition). According to the x-ray the capsule was fully dissolved, the rfid tag was located in the middle of the small bowel. No intervention was required. The problem began 10 days after ingestion. The patient has died. As previously mentioned the capsule was fully dissolved, but the rfid tag remains inside the patient. Additional information received from medical affairs on (B)(6) 2017 stated the cause of death was related to carcinoma and the death was not related to the patency capsule ingestion.

Event description:
According the reporter they have a patient who has a retained patency capsule. The capsule was administered on (B)(6) and the rfid tag showed up in an x-ray taken on (B)(6) after the patient showed ileus symptoms. It is stated that surgical or medical intervention was required and is specified as "control of intestine passage" and it is stated that it is unknown if the event lead to or extended patient hospitalization, or if there was any injury caused.